Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed the error 1 message . The complaint was classified based on the customer care advocate (cca) documentation because the medical affairs specialist was unable to contact the patient by phone to obtain additional information. The cca noted that the patient felt lightheaded and had clammy hands after taking a guess and administering his usual dose of insulin (humolog 15 units). The patient said he felt like he had taken too much insulin. The patient denied receiving medical intervention. The error 1 issue was not resolved. The patient's products were replaced. The complaint is reported because the patient alleges he obtained an error 1 message on the lfs product and afterward felt lightheaded and clammy, symptoms that can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.